Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device delivered an inappropriate shock due to double counting. The patient was hospitalized and therapy was programmed off in the meantime. Technical services (ts) reviewed the device data and discussed the shock was inappropriate due to oversensing of myopotential noise and t-wave oversensing. It was also observed that the shock impedance was 113 ohms, which is high within normal limits. The shock was delivered in the primary vector and it was changed to secondary after in-clinic troubleshooting. Ts also discussed the r-wave amplitude does not exceed 1.2 milli volts, therefore, it was recommended to program 2x to help detect noises. Further episode analysis was performed and troubleshooting and programming suggestions were provided. An exercise test was performed in-clinic and the secondary vector was found efficient and did not show oversensing. The device was programmed to the secondary vector. The s-ICD remains in service. No additional adverse patient effects were reported.